Manufacturer narrative:
(B)(4). It is unknown if the device involved in this complaint is available for evaluation. Said device has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that two plastic parts, that link the metal blade with the optical fiber, have broken away from the blade. Customer also reported the parts are no longer tightly connected, and this loose connection causes a flickering of the laryngoscope. The alleged defect was detected during use. There was no report of harm or injury to the patient or user.

Manufacturer narrative:
(B)(4). This MDR was created and sent in error. This complaint is a duplicate for MDR number 8030121-2017-00045, which was submitted previously.

Event description:
Customer complaint alleges that two plastic parts, that link the metal blade with the optical fiber, have broken away from the blade. Customer also reported the parts are no longer tightly connected, and this loose connection causes a flickering of the laryngoscope. The alleged defect was detected during use. There was no report of harm or injury to the patient or user.